Manufacturer narrative:
Correction: additional information was received during the initial MDR submission; however, it was inadvertently not included. It was learnt that lens was explanted on (B)(6) 2019. Reportedly, a lens model pcb00 +19.5 diopter was used as replacement for the patient. There was no incision enlargement, no vitrectomy and no sutures required. Patient was doing good at discharge. No further information provided. Visual acuity pre-op (pre-initial implant): 20/25-1; visual acuity post-op (post-initial implant): 20/70-2; visual acuity post-op (post-replacement): 20/40+2. The following sections have been updated accordingly: if explanted; give date: (B)(6) 2019. (B)(4). Device evaluation: the intraocular lens was not returned for the evaluation, therefore, it was not possible to confirm the customer's complaint. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018-2019. If explanted, give date: explant was scheduled for (B)(6) 2019 however not yet confirmed. Phone: unknown, information not provided. Facility address: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol was scheduled to be explanted in a secondary surgical procedure for symptoms of patient experiencing decreased visual acuity and myopic surprise with astigmatism. Visual acuity pre-operative: os 20/25-1. Visual acuity post-operative: os 20/70-2. No other information provided.